Event description:
A report was received that the recently implanted patient had developed an infection at the incision site. Symptoms included pain and redness. The patient was admitted in the hospital and the physician removed the stitches. The physician could not confirm if the infection was device or procedure related. The patient was administered intravenous antibiotics via peripherally inserted central catheter (PICC) line and underwent an explant procedure. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.